Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not charging and that the charging cable would have to in a certain place to successfully charge. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 43 mg/dl which was address by eating peanut butter and drinking juice; cause was due to miscalculating carbohydrates ingested.